Manufacturer narrative:
The t:slim g4 user guide states: "do not expose your system to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your system should not be exposed to them." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred after the pump was exposed to an x-ray at the airport. Customer's blood glucose level was 116 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy available.